Event description:
Complainant alleged that during biomed testing the device's defib output was incorrect. When set at 200 joules, the device delivered 110 joules. Complainant indicated that there was no pt involvement in the reported malfunction.